Event description:
It was reported that bd undisclosed 5ml syringe was found with foreign matter. The following information was provided by the initial reporter, translated from chinese to english: prior to using a 5 ml syringe to add medication on (B)(6) 2023, the nurse noticed a white unknown substance inside and replaced the syringe with a new one to complete the procedure.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. D. The material and/or lot number 306594/210791 provided have not been found and/or cannot/have not be/been verified.